Event description:
Fraxel treatment ruined my skin. I had minimum scarring on my chin before treatment and pigmentation on my cheeks. My cheeks had no scarring as had no acne there in my youth. After fraxel my cheeks are permanently scarred like small burns all over them. The skin appears melted in small circles or dots. I look like a stale orange with dimpled skin. My skin never looked like that before. I was told it would get rid of pigmentation and give me better skin tone overall. I was never warned of scarring. They told me, it couldn't happen as fraxel didn't go deep enough. My skin was burned! I had major swelling but clinic dismissed it. When I voiced my concern, they told me my skin was already like that, and sent me home with a refund. They were happy to get rid of me as they knew they'd ruined my skin. My skin looks worse each month as the scarring becomes more and more visible. Fraxel should be banned! Fraxel should be sued for destroying people's lives.